Event description:
Reportedly, during patient use, "02 sensor error" and "02 sensor cal error" occurred. There was no medical intervention or adverse patient effects reported.

Manufacturer narrative:
Though requested, patient information was not provided.